Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, the customer refilled the insulin vial two days prior.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.